Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that during a procedure, the pump continued to administer fluid even when foot was not on foot pedal. They turned the flow rate down by (using the dial) or closed the line in between injections into the pt to complete the procedure. No medical interventions required to pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.